Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter evaluation could confirm the occurrence of system error 322 caused by the loose upper and lower latch switch bracket screws allowing to move in and out from the upper and lower door latches. Review of the history log confirms the reported system error 322. The upper and lower auxiliary assembly components are known contributing components. The upper and lower auxiliary assembly components were replaced.

Event description:
It was reported that a pump alarmed for system error 322. The customer had stated that there was no patient injury.